Event description:
It was reported that there was elevated rv (right ventricular) threshold leading to premature lowering of battery longevity. Low impedance, high impedance, and possible lead fracture were also noted. The rv lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6957j lead, implanted: (B)(6) 1985. (B)(4).